Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a patient slipped while the mayfield ultra base unit (a2101) was being set up, and the gold handle was found to be loose. Additional information has been requested.

Manufacturer narrative:
Updated fields: the mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation shows that the base handle was resized due to the handle being closed without the 6in transitional installed, resulting in deformed hole. The unit's 6in transitional member has worn teeth, shock cushion, 1/4in pin and adjustment wrench. By the completion of service, the following components will have been replaced: adjustment screw, finishing cap, adjustment wrench, 1/4 pin, 6in transitional, shock cushion, labels and roll pin. General maintenance and cleaning will be performed. Root cause - the complaint is confirmed via inspection of the unit. The returned unit had been damaged due to improper assembly by the customer as the base handle was closed without the 6-inch transitional being inserted causing the handle opening to become misshaped. A warning label on the base unit cautions the user to not close the handle without the transitional attachment inserted. In addition, improper or suboptimal placement of the mayfield system on the patient can contribute to slippage or movement of the system. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a